Event description:
On (B)(4) 2014, intuitive surgical inc (isi) received a uf medwatch report that alleged during a da vinci assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and lymph node sampling procedure, the tip of the harmonic ace curved shears insert broke off into the patient and had to be retrieved. On (B)(4) 2014, isi representative contacted the site. It was indicated that the fragment was retrieved without injury to the patient. No additional or larger incisions wer made. There were no instrument collisions. The planned procedure was completed with a backup instrument and the patient recovered as planned. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been received for evaluation. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the harmonic ace curved shears instrument allegedly broke off into the patient and the fragment was retrieved.